Manufacturer narrative:
Olympus instructed customer to send in scopes for repair. And they were told not to use the scopes for any patient cases until repairs are done. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that during a reprocessing in-service. It was found, that the customer had not performed a leakage tests on the equipment. When training staff on how to leak test the cysto-nephro videoscope, leaks were found in all the scopes at the video connector. Previously, the client did not immerse the scope in high level disinfectant, just the insertion tube in a tube filled with hld. There were no reports of patient involvement or harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: d8, e2, e3, h3 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the following led to the malfunction: handling methods of the customer. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.